Event description:
It was reported that during the implant attempt, the helix could not be retracted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was over-rotated. The distal electrodes were covered in blood. Visual analysis revealed the lead was stretched and was damaged at implant.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.